Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The field service engineer (fse) inspected the module and found the event was caused by low rinse volume. The customer had already replaced the reagent pack and performed lot calibration and qc with acceptable results. The fse adjusted the rinse volume. He verified the module's performance by mechanism checks and a 21-cup precision check with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ca2 calcium gen.2 results from ten patient samples tested on the cobas 8000 cobas c 701 module. The reporter was able to provide one patient sample with discrepant results: the initial result from the module was 4.1 mg/dl. The repeat result from the other module was 9.1 mg/dl. The initial result was not reported outside of the laboratory as the reporter observed low results upon data review prompting the rerun of the patient sample on another c 701 module. The repeat result was deemed correct as it matched the previous result and clinical presentation.